Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. It was reported that the patient found a leak in tubing. The cause was determined to be tubing leak. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred during dwell three of five of peritoneal dialysis therapy. During troubleshooting it was found that there was a leak in the tubing of the final line. The patient would continue therapy using all new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.